Manufacturer narrative:
After clinical review of this file performed on 31-aug-2020, it was decided to remove code 3262 (cancer) to more accurately capture the reported event. The reported diagnosis of breast cancer pertains to a previous condition. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient also experienced shifting of the left breast implant and recurrence of breast cancer. As a result, the patient underwent explantation on (B)(6) 2020. The patient provided further clarification of the initially reported event that the areola areas with the tattoos were removed and reattached during the breast reconstruction revision and resulted in an infection, along bumps and keloid scar around the areola areas. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: infection, device migration, breast cancer manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a breast reconstruction revision with two 600cc smooth mentor memorygel breast implants has experienced postoperative left-sided wound infection and bilateral breast pain. The patient reported that the areola tattoos were redone, and there is an infection or reaction on the left breast where the surgical tape caused oozing. The patient also reported bilateral discomfort that started immediately after revision surgery. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.